Event description:
It was reported that externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The physician elected to leave the lead implanted. Subsequently, high, out of range high voltage lead impedance was observed. The patient was admitted pending clinical decision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped.